Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed noise after the pocket was closed. A technical services (ts) consultant was contacted regarding this issue and indicated this appears to be an air bubble in the header. The air will dissipate and the issue should be resolve. No adverse patient effects were reported.